Event description:
Pt had an evd (external ventricular drain) placed on [redacted] (medtronic duet external drainage system). Patient ambulated to bathroom and the edwards transducer dislodged fell off onto the floor. New transducer connected via sterile protocol.